Manufacturer narrative:
Product ID 3093-28, lot# v312656, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation and a loss of therapeutic effect. The patient was 'leaking all the time.' It was reported that the patient last felt stimulation on (B)(6) 2012. It was stated that the health care provider confirmed that her battery was depleted. About one week later it was reported that the patient had a surgery scheduled (B)(6) 2013. About three weeks later it was reported by the health care provider (hcp) that the event was attributed to a lead break and premature battery depletion. The battery and lead were replaced. There was no patient hospitalization and the patient recovered without sequela. No further information was provided.